Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). (B)(4). Failure device type, failure problem type, failure mode. Customer receives device 8015 s/n (B)(4), with error 133.6080. Explained problematic fault to the back-up speaker. No battery issues reported of concern. Informed customer to plug device in for a couple of hours and see if error still occurs. Customer mentions device has been plugged for a couple of days. Customer to repair/replace the back-up speaker. Customer given part number for ordering the back-up speaker. Transfer customer to our com for assistance with pricing. Customer disconnect in the transfer to com. Customer will call back if any further concerns need to be addressed. End call.